Event description:
Boston scientific crm received information that this implantable lead exhibited high, out-of-range shock impedance measurements for two days post-implant. Additional measurements were taken and the issue resolved on its own. It is suspected that it was a result of placement difficulty which was observed with lead positioning during implant. The lead remains implanted and in service and no adverse pt effects were reported.

Manufacturer narrative:
As of today, the available information suggests this lead remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.